Event description:
An event occurred on an unspecified date involving a chemolock reported that it disconnects for 2 times while continuous 4-day infusions. This report captures two of the two incidents. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received. D4: only di provided as lot number is unknown.